Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. A historical review of complaints does not identify a trend and it has been added to trend analysis. A visual inspection of the system was performed and found that the front enclosure, bottom enclosure, top cover, battery lock and battery compartment were damaged. These types of physical damage observed during visual inspection are unrelated to the customer's reported complaint. It was observed that the archive data could not be downloaded and also was unable to communicate from the autopulse through the processor board. The processor board was found to be at fault and it was replaced. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up thus confirming the reported complaint. Further investigation indicated that one of the load cells was defective. Replacing the single load cell remedied the ua7. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during functional testing. The root cause for ua 7 was due to a defective load cell. Following service, including replacement of the front enclosure, bottom enclosure, top cover, battery lock and battery compartment, the platform passed all testing criteria.

Event description:
It was reported that during patient use, the autopulse platform (s/n (B)(4)) provided compression for an unspecified time then stopped, and displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. Following the issue, the responding crew reportedly pulled up on the lifeband and restarted the device; however, no success. At an unspecified time later, the responding crew removed the patient from the autopulse platform and performed manual CPR. Manual CPR continued on for approximately 19 minutes. According to the reporter, it is not known if there were any issues with the device (during shift check) prior to the event.